Event description:
Customer reported system intermittently displays error code 30027 and 1537. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the heater pcbs. System operates as intended. (B) (4).